Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Event description:
It was reported by the customer that rn attempted to change t-connector and noted a crack stat-lock. Unable to identify cause of breakage. No other information was provided.